Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using there was a no image issue while using the 4k autoclavable camera head. The issue was found during the procedure, and there was no procedural delay. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed; the no image issue was not able to be duplicated. The housing was found to be chipped by the rear cover packing, the insulation was peeling off on cable near the camera head, the leak test failed, and the rear cover was faded; these findings all required repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.